Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a device history review has been inserted into the file. This review indicates that there "was" no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent hernia repair on (B)(6) 2009 and mesh was implanted. It was reported patient experienced undisclosed adverse event following the procedure. No additional information was provided.